Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag motor showed m4 alarm. The motor was replaced to resolve the alarm condition.

Manufacturer narrative:
Section d1: brand name corrected section d4: model number, catalog number and primary UDI corrected sections d1 and g1: manufacturer and manufacturing site information corrected section g4: PMA corrected section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Section h8: usage of device corrected manufacturer's investigation conclusion: the reported event of an m4: motor alarm was not confirmed. The centrimag console (serial number unknown) was not returned for analysis, and no log files were associated with the event. Questions regarding the event were asked multiple times and no responses were received. Available information indicates that the alarm resolved upon exchanging the motor; however, the cause of the event was unable to be conclusively isolated to an issue with the motor. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the centrimag console was not provided. The 2nd generation centrimag system operating manual (rev. M) section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including m4 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.